Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra (s3u) valve in the aortic position, access was obtained via right common femoral artery, percloses were deployed and the esheath+ was inserted. The 26mm commander delivery system and 26mm s3u were prepped and device was inserted. The valve got stuck in the partially expandable portion of the sheath and was unable to advance. Under flouro a bent strut was noted. There was also a small puncture in the esheath+. The delivery system and valve did not exit the tip of the sheath. The delivery system was removed through the esheath without difficulty. A new esheath+, commander, and 26mm s3u were prepped. The native valve had to be recrossed so the new sheath was inserted and commander and valve were inserted. No issues were had and valve was deployed successfully. The patient was stable without any injuries.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the complaint for frame damage was empirically confirmed based on information received to date. Available information suggests procedural factors (high push force) likely contributed to the event as the valve was stuck in the expandable portion of the sheath, unable to advance, and a bent strut was noted after, as reported. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.